Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda per the physician is related to the patient's annulus ring expanding and creating excessive stress and is therefore related to patient conditions. Unspecified tissue injury/damage and tricuspid valve insufficiency/regurgitation resulting in fatigue and heart failure/congestive heart failure appears to be due to the slda of both the implanted clips. Tricuspid regurgitation, tissue injury/damage and heart failure are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient returned with recurrent tr grade 4 and both clips detached from one leaflet (single leaflet device attachment (slda)). Xt lot: 00825u2020 detached from anterior and xt lot: 00115u1054 detached from posterior leaflet.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 december 2020, a triclip procedure was performed to treat functional tricuspid regurgitation grade unknown. Two xt triclips (tcds0202-xt lot: 00825u2020, tcds0202-xt lot: 00115u1054) were implanted, reducing tr to grade 2. There was a lack of insertion of both clips in the anterior and posterior leaflets. On (B)(6) 2024, the patient returned with recurrent tr grade 4 and both clips detached from the anterior and posterior leaflet. The areas of leaflets where the clips detached looked damaged. The patient was experiencing fatigue and right heart failure. Two xt triclips were implanted to reduce the recurrent tr to grade 1 and stabilize the previously implanted clips.